Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported by an advanced evaluation patient that they noticed that morning that their leads were out. The patient was advised to contact their health care professional (hcp). No further complications were reported at this time.